Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with a product mandrel. The outer shaft, inner shaft, balloon and tip were microscopically examined. The pigtail of the product mandrel was protruding from the shaft distal of the distal end of the balloon. The inner shaft within the balloon was buckled. The product mandrel was successfully withdrawn from the balloon catheter. The inner diameter (ID) of the catheter was measured. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 10-sep-2015. It was reported that the product mandrel was stuck inside the catheter. A 3.0mm x 220mm x 150cm coyote¿ balloon catheter was selected; however, during preparation of the device, the product mandrel became stuck inside the balloon catheter and was unable to be removed. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed shaft perforation.